Event description:
Device issue: loss of vessel access. Time of issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after a diagnostic procedure. Reportedly, after deployment of the locator wings, the device was retracted to position the locator wings against the anterior surface of the arterial wall and vessel access was lost. The locator wings were noted to still be in the open position. Hemostasis was achieved using manual compression. There were no reported pt adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.